Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fractured left femur; was found to be broken during a f/u visit and was replaced due to a non-union on (B)(6) 2015.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the MFR for evaluation. The root cause of the damaged nail is undetermined. The clinical data was reviewed by a sign orthopedic surgeon. The broken nail was replaced with a 10mm x 360mm, standard nail using two proximal screws and two distal screws. Sign fracture care international will continue to monitor these events as part of our post market activities.